Event description:
It was reported that the patient was experiencing numbness and weakness in the right leg and muscle spasms in the abdomen after permanent implant procedure. The patient stayed in the hospital overnight. The patient underwent paddle lead repositioning procedure.